Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away. The cause of death was multiple bleeding complications. Chief perfusionist who was part of therapy termination confirmed that the pump performance was according to expectation until the end. It was reported that the patient's outcome was not device or therapy related. The device would not be explanted.